Event description:
The customer reported to olympus that while preparing for a colonoscopy, when the video system center was powered on, an e105 (lighting lamp error) displayed. This occurred in the previous days, but after a reset, the device worked flawlessly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a malfunction of led and the harness, scope socket and the video connector was worn out and the power switch was stuck due to dirt. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was surmised that e105 occurred due to connection failure of the led unit and harness. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.